Event description:
Complainant alleged that while attempting to resuscitate a patient, upon completion of a patient analysis that returned a "shock advised" determination, the device discharged the energy without the shock button being depressed. There was no indication from the complaninant of any adverse effect on the patient as a result of the reported malfunction.